Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined the repair of the device stating that the issue had been resolved and the device had been returned to service. The reported issue could not be verified or duplicated. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.